Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with injection refline, 1 gram daily ip and injection tobramycin 40mg daily ip.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.